Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the as lvp 20d dehp 3ss cv was found separated into two pieces when removing it from the packaging. The following information was provided by the initial reporter: "item (B)(4), item was in two different pieces when nurse took out of package".

Event description:
It was reported that the as lvp 20d dehp 3ss cv was found separated into two pieces when removing it from the packaging. The following information was provided by the initial reporter: "item 2426-0500, item was in two different pieces when nurse took out of package".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: (B)(6) 2020. H.6. Investigation: a sample has been received by our quality team and the customer's complaint of separation was immediately apparent upon opening the package. A device history record review for model 2426-0500, lot number 20053241, was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The sample was investigated under microscope and proved that the root cause be a lack of solvent in the tubing connection. H3 other text : see h.10.